Manufacturer narrative:
The product analysis and investigation are in progress; a supplemental report will be filed upon completion. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, after all outflow struts were deployed, the valve would not fully release from this delivery catheter system (dcs). It was reported that the capsule could not be completely retracted and the marker ring was stuck over the valve frame loops and dcs tabs. The macro slider could not be moved further back despite multiple attempts from different operators. The flush port tubing was checked and there were no obstructions found inside the handle. After multiple wire exchanges and several attempts to manipulate the catheter, the capsule was pushed forward then back using the slider and knob separately until a decision was made to pull. The valve released from the dcs upon pulling and was left implanted in a high position. Moderate central aortic regurgitation (ar) and moderate paravalvular leak (pvl) were noted. A second transcatheter bioprosthetic valve was successfully implanted, reducing the central ar and pvl to mild. No treatment was prescribed and no adverse patient effects were reported.

Manufacturer narrative:
Analysis results: the investigation was carried out once decontamination of the units had been completed. An initial visual inspection of the unit was carried out and it was noted that the capsule was in its correct open configuration behind the plunger hub. A functional check of the handles was carried out which showed the delivery systems had a complete range of motion (the handle and capsule could move from the fully open to the fully closed position). The handle was found to be quite stiff to move, however this can be attributed to the decontamination process. Loading was carried out by an experienced team member without issue, however on deployment it was noted that the microknob required a large number of turns before the capsule began to move. When the handle had travelled its maximum distance it was found that the capsule had stopped moving while the markerband was over the plunger pins. This appeared to recreate identically what was described clinically. Using the standard IFU techniques to deploy a hung up valve it was possible to release the valve from the delivery system. Conclusion: the inspections and testing carried out on these complaint devices indicate that the components and bonds were within specification. No issues with the assembly of the devices were found. Upon applying the IFU mitigation technique to deploy a hung up valve, it resolved the issue.